Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other perclose proglide device referenced is filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with two proglide devices was attempted in the common femoral artery using the preclose technique prior to an abdominal aortic aneurysm (aaa) procedure. Reportedly, a cuff miss occurred with both devices. The method used to achieve hemostasis was not reported. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the proglide device and established in the preclose technique. No additional information was provided.